Event description:
It was reported that the patient's device pocket became infected less than one month after the implant procedure. The patient became septic. The source of the infection is unknown. The implantable pulse generator (ipg) system was explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).